Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported he is still having concerns with his infusion set leaking. Pt stated, his infusion set was fine for 1.5 days and then today he noticed his blood glucose was in the 300's mg/dl after giving a bolus. Pt's normal blood glucose range is 70-130 mg/dl. Pt reported, he felt the leak after bolusing. Pt stated, he has gained some weight and thinks the cannula is not long enough. Attempts to f/u were unsuccessful. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Sent replacement infusion set; no product return was requested.